Manufacturer narrative:
Investigation included customer interview and case review. Investigation of this case revealed that the event resolved with standard oral carbohydrate treatment and no device malfunction was identified. It was concluded that the event was consistent with user-related factors, including timing of insulin and food, and did not indicate a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a measured blood glucose of 70 mg/dl and recent insulin exposure potentially contributing due to insulin stacking after a meal. Symptoms included anxiety, headache, and blurry vision consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrates (ginger ale) under guidance, resolution of symptoms, and recovery of blood glucose to 100 mg/dl without need for emergency care or hospitalization.